Event description:
It was reported that during a procedure to pre-dilate the moderately tortuous and calcified, 100% stenosed, de novo chronic total occlusion in the proximal right coronary artery (rca), a trek 1.2x6mm met resistance on advancement and force was applied. The device was prepared inside the patient anatomy. During the first inflation of 6 atmospheres for 10 seconds the balloon ruptured. There was no resistance on removal of the device from the anatomy. A non-abbott balloon dilation catheter was used to pre-dilate and a xience v was deployed in the lesion to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, wizard, guide cath: heartrail jr4. (B)(4): excessive force, incorrect prep. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. The catheter was prepared for use inside the body, and additionally, it was noted that force was applied in the advancement of the catheter. It should be noted that the preparation for use section of the trek rx coronary dilatation catheter instructions for use (IFU) cautions: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Additionally, in the warning for use section of the IFU, it cautions: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.